Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 41 mg/dl. Customer did not troubleshoot their high and low blood glucose reading. Customer also had high blood glucose reading of 582mg/dl and 172 mg/dl. Customer had under-delivery event. Customer treated with food. The sensor was bent. The product will not be returning for analysis. Customer was using auto mode feature during the serious injury.

Manufacturer narrative:
Added concomitant products in section.